Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and then a blank display after. Customer stated they did not expose the insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 200 mg/dl. It was also found the customer had a signal too low alarm, unexpected restart alarm and a bad battery alarm in the alarm history. The customer later called back to report the unexpected restart alarm was recurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.